Event description:
(B)(4) complaint received: "I so feel you I'm going through a similar experience I've had mine 2005 I've did well over the years my starting weight was (B)(6) and I got down to (B)(6) was my smallest. It cause me bad acid reflux and I did throw up alot. 2022 I started having severe stomach pain and ibs symptoms I also started picking up weight even though I could barely eat. So I went to go get tighten to only find out my port has a leak so me getting a fill wasn't going to work. So after that I kept feeling bad and went to doctor and they did some x-ray MRI to see inside my tummy to find out my band has slipped almost off my whole stomach and I have a hiatus hernia that gives me alot of pain and gallstones. Monday I have surgery to get both taken out. I need this lapband taken out asap cause it's not helping me anymore and is the cause of my symptoms but guess what my insurance doesn't cover weight loss surgery but do to my circumstances they will pay for the band to be removed but will not pay the hospital fee nor the doctor. I'm trying my best to save up I can't imagine what other problems I can have with it just being inside of me. They keep asking what would I like next sleeve or gastric. My answer nothing this has taken me through enough I'd rather try the natural way."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.